Event description:
It was reported that the surgeon noticed after implantation of eyhance intraocular lens (iol) that there was a plastic bit in the eye. It was reported that this occurred a couple of times before (the exact number of times was not provided) without surgeon knowing when and how it happens. The surgeon noticed that it occurred after implantation of iol as it was "clean" after I/a (irrigation/aspiration) mode. The customer did not save any device for further investigation due to not being able to extract it out, and have not been able to take any picture either as there are no external screen to see the operation. The plastic piece could be blue or white, thin, and long as an eyelash or just short as a dust. The pieces were extracted out with I/a handpiece without any harm to the patient. No further information was provided. This report is dedicated to the events where details and number of times of the event happening before are unknown.

Manufacturer narrative:
Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown / not provided. Serial number: unknown, information not provided. A complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted; telephone number: (B)(6). The intraocular lens (iols) was not returned for evaluation as it remain implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as serial number is unknown. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: further information was provided that this event was reported to in error. It was initially reported that the same issue occurred before with event details unknown. However, follow up confirmed that the events with unknown details did not happen and were reported by mistake. Therefore, the event is no longer reportable and no further information will be provided under this manufacturer report number (3012236936-2022-00562). Event has been originally captured in report number 3012236936-2022-00560. Any additional reportable information received will be submitted under report number 3012236936-2022-00560. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.